Event description:
A customer reported that during cataract surgery in an ophthalmic system vacuum was poor and not holding the nucleus in all the steps. Surgery was completed on the same day by replacing the fluidics management system and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The company representative was able to resolve the reported event remotely with the customer. Therefore, the system was not tested (on-site). Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and did not reveal a contributing factor. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.